Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. It was noted that two of the splines in the distal cage were still inverted. The catheter was returned with a guidewire still inserted; however, it was still possible to move the guidewire back and forth. The inverted splines were then manually pushed back, and the catheter was deployed to flower without difficulty. The guidewire was then subsequently removed from the catheter, and a new guidewire was successfully advanced through the catheter. The spline cage of the catheter was examined on the microscope to look for anything that might cause spline inversion, but nothing out of the ordinary was noted. Microscopy was also used to inspect the returned guidewire, and some dried blood was observed on the guidewire.

Event description:
It was reported that during procedure to treat paroxysmal atrial fibrillation (afib), while in the right inferior pulmonary vein, the doctor found that the guidewire could not move in the farawave ablation catheter 31mm catheter. He suspected that the wire was stuck in the farawave. When it was taken out of the patient's body, it was found that the wire had lost its lubrication force and was completely stuck in the farawave, unable to move forward or backward. To solve the issue the device was replaced, and the procedure was completed without patient complications. It was noted that the patient did not have any unusual or tortuous anatomy. The device has been returned for analysis.

Event description:
It was reported that during procedure to treat paroxysmal atrial fibrillation (afib), while in the right inferior pulmonary vein, the doctor found that the guidewire could not move in the farawave ablation catheter 31mm catheter. He suspected that the wire was stuck in the farawave. When it was taken out of the patient's body, it was found that the wire had lost its lubrication force and was completely stuck in the farawave, unable to move forward or backward. To solve the issue the device was replaced, and the procedure was completed without patient complications. It was noted that the patient did not have any unusual or tortuous anatomy. The device has been returned for analysis.